Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that for the past 2 weeks it has been taking over 2 hours to charge the patient's implant. Caller stated that normally it takes 30 minutes or less to an hour to charge. Caller also mentioned that patient (pt) was reprogrammed about 2 weeks ago and now "it" goes to 0 by sunday when previously it would be at about 70%. Caller was difficult to understand and agent did their best to capture what caller said. Caller did not have the external equipment with them at the time of call and will call back tomorrow for further troubleshooting. Agent was unable to collect the serial numbers of external equipment because pt did not have the external equipment. Additional information was received. A pt representative (rep) called back with all of the equipment. Agent went to confirm the issue with caller again, and caller clarified that the implant battery was depleting faster than it used to. The caller said instead of the implant being at 70% when they go to charge, the implant will now be at 0% and they were still charging at the same interval each week. Agent reviewed charging was most likely taking longer because the implant was now starting at empty instead of 70%. Agent asked, caller confirmed the pt was reprogrammed recently by the rep and since the reprogramming, they'd been noticing the implant depleting faster. The caller said that the rep reprogrammed pt because stim was "zapping" them and was very uncomfortable. Caller then said the rep said they might need to change out the recharger or battery. Agent reviewed battery depletion depends on settings/usage and reviewed if they didn't want to charge as long again, they may need to charge more often. Caller didn't want to have to charge more often. Agent again reviewed info and redirected to healthcare provider/rep to address settings and battery depletion if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.